Event description:
Reporter alleged blood glucose measured 200, 97, and 109 mg/dl when all tests were performed within 10 -15 minutes of each other. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacment product was sent.